Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The accuracy of the camera was verified locally by a zimmer biomet australia repair technician. No problems were found with the camera. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Initial medwatch was submitted with a notification date of oct 5, 2017 and submitted on oct 27, 2017; however the correct notification date is sep 19, 2017.

Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the surgical system showed the patient's knee to have previous varus deformity corrected and knee was "straight". However, post-operative x-rays showed the knee to then be in valgus. No intervention or patient consequences have been reported.